Event description:
It was reported that the battery fails calibration at 47%. There was reportedly no patient involvement.

Manufacturer narrative:
One mrx battery was returned for failure analysis. The reported problem could not be verified in the lab. The battery was received at a minimum of 80% charge capacity, was able to charge (in both mrx heartstart unit and cadex c7200 battery analyzer), calibrate, and seemed to operate normally. The battery mode cf flag was set when the battery was received, indication that the battery needed to be calibrated. Battery calibration was successfully performed and resulted in a battery capacity of 89%. There is no fault found with this battery.

Event description:
It was reported that the battery fails calibration at 47%. There was reportedly no patient involvement.